Manufacturer narrative:
Initially, it was reported that a hemostatic valve leak issue occurred. The biosense webster inc. (Bwi) product analysis lab received two vizigo¿ sheaths (same lot number) for evaluation on 27-mar-2023. The device evaluation was completed on 03-apr-2023. The products were returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned devices were performed following bwi procedures. Visual analysis revealed that the hemostatic valves were dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The hemostatic valve leak issue remains assessed as MDR reportable. The additional finding of the hemostatic valve separation was also assessed as MDR reportable. The awareness date is 27-mar-2023. A device history review (DHR) was performed for the finished device 60000034 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the d4. Expiration date and h4. Device manufacture date have been updated. The issue reported by the customer was confirmed. The valve issue could be related to the resistance reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ medium and a hemostatic valve leak issue occurred. It was reported that they had two vizigo sheaths that had leaking hemostatic valves. They changed the sheath to another one from a different lot and the issue was resolved. No adverse patient consequence was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, this was assessed as a hemostatic valve leak issue which is MDR reportable to the us FDA.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).